Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Analysis of the balloon indicated a balloon leak near the tip-end. The analyst noted that the balloon was inserted in water, a syringe was attached, and the balloon leaked air causing bubbles to be visible. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure and prior to implantation, a balloon catheter was tested on a table and the balloon would not inflate. The catheter was not used and another catheter was used instead. The catheter was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.